Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer obtained a "no active sensor" message upon scanning and therefore was unable to obtain glucose scans. The customer became hypoglycemic with symptoms described as "tremors, sensation of cold, high temperature, and high voltage" and an ambulance was called. Paramedics treated the customer with sugar and transported customer to the hospital where they received additional oral glucose for diagnosis of hypoglycemic, and paracetamol. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer obtained a "no active sensor" message upon scanning and therefore was unable to obtain glucose scans. The customer became hypoglycemic with symptoms described as "tremors, sensation of cold, high temperature, and high voltage" and an ambulance was called. Paramedics treated the customer with sugar and transported customer to the hospital where they received additional oral glucose for diagnosis of hypoglycemic, and paracetamol. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer obtained a "no active sensor" message upon scanning and therefore was unable to obtain glucose scans. The customer became hypoglycemic with symptoms described as "tremors, sensation of cold, high temperature, and high voltage" and an ambulance was called. Paramedics treated the customer with sugar and transported customer to the hospital where they received additional oral glucose for diagnosis of hypoglycemic, and paracetamol. No additional details were provided. There was no report of death or permanent injury associated with this event.